Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump dropped and became completely blank. The customer's blood glucose was 191 mg/dl. Troubleshooting was done. The customer's mother stated that there were two small cracks at the bottom corners of the reservoir window as well around the edge of the battery compartment. The customer's mother confirmed that the damaged occurred because the customer had dropped the insulin pump. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.